Event description:
It was reported that the lead exhibited a sudden threshold increase to greater than 5 v. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found one of the tines was missing, which could have caused the reported lead dislodgement and consequently increased threshold. This damage was most likely induced by an introducer or another device. Over time the induced damage to the tines propagated until the tine fractured. There was no indication that the damage was production related.